Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during laparoscopic colectomy, the nurse connected reload to handle and the surgeon tried to insert the device to the cavity, however the broken piece of yellow shipping wedge fell into the cavity and it was retrieved. After the surgery, the sales rep asked the nurse to replicate the loading and noticed the yellow shipping wedge was still put on the cartridge during the checking of the jaws opening/closing. No harm to the patient.